Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information in d4: UDI number, h4: device manufacture date. Device evaluation: visual inspection revealed the tip has fractured potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke intra-operatively while installing a screw. The surgeon removed a portion of the tip, but films taken at the end of the procedure showed another fragment that was not removed. The surgeon did not reopen the wound to retrieve the fragment. A second driver was used to complete the procedure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke intra-operatively while installing a screw. The surgeon removed a portion of the tip, but films taken at the end of the procedure showed another fragment that was not removed. The surgeon did not reopen the wound to retrieve the fragment. A second driver was used to complete the procedure.